Manufacturer narrative:
Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path and cannula assembly was inspected and no issues were noted that would cause high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 386 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent and patient could smell or feel insulin around the site. Patient has been around 200 mg/dl to 300 mg/dl except when patient works out so patient increases the insulin dose thinking that would help. The patient uses extra bandage over the pod. Patient¿s history: (B)(6) 2018: 7:41pm administered bolus 5.75 units , 11:09pm administered bolus 1.5 units , 11:51pm administered bolus 1.5 units, (B)(6) 2018: 12:45am administered bolus 5.0, 5:14am was 386 mg/dl , 8:12am was 249 mg/dl , 8:13am administered bolus 4.25 , 9:03am was 233 mg/dl administered bolus 8.1 , 9:38am was 242 mg/dl administered bolus 3.0 , 10:19am was 348 mg/dl administered bolus 4.2 , 11:10am pod was removed.